Manufacturer narrative:
This device will be set as concomitant medical product in medwatch: 0009613350-2019-00266. Please invalidate this medwatch from your system. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products: item: cable cerclage cable, catalog #: 00223200418, lot #: 63102417. Item: cable cerclage cable, catalog #: 00223200418, lot #: 63170498. Item: cable cerclage cable, catalog #: 00223200418, lot #: 63102425. Item: cable cerclage cable, catalog #: 00223200418, lot #: 63175472. Item: biolox delta, ceramic head , catalog #: 00877504004, lot #: 2708250. Item: revitan distal part, catalog #: 0100405326, lot #: 2611037. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states under 510(k) number k071723. The manufacturer did not receive the device yet, however it is indicated by complainant that it will be returned for investigation. The manufacturer did not receive x-rays, or other source documents for review. The device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4). The following reports are associated with this event: 0009613350-2019-00266.

Event description:
It was reported that the patient underwent revision surgery due to implant fracture on an unknown date. Additional information has been requested and is currently not available.